Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in use for a endoscopic retrograde cholangiopancreatography (ercp) and hepatobiliary lithotripsy for stone removal at the time of the event. The procedure was completed by restarting the system. No patient involvement or harm or injury was reported to philips. The customer did not request philips to provide service to or inspect the system; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation code was corrected.

Event description:
It was reported to philips that the system displayed an insufficient disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.